Manufacturer narrative:
The failure investigation has been completed and the alleged high and low blood glucose issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 120 units of insulin. The customer's blood glucose level was 208 mg/dl. Customer reverted to manual injections for insulin therapy. In addition, the customer experienced both elevated and low blood glucose levels, values were not provided. Customer declined to further troubleshoot with tandem technical support.